Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture".

Event description:
Patient reported, right side "contracture". The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right side "contracture". Patient later reported, capsular contracture, baker grade iii and seroma. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03jul2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 29jul2024.

Event description:
Patient reported right side capsular contracture, baker grade iii and seroma. Device has been explanted.

Event description:
Patient reported right side "contracture." Patient later reported capsular contracture baker grade iii confirmed via MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted.